Event description:
It was reported that when the patient presented to the emergency room following a high voltage therapy episode, noise was observed on both the atrial and ventricular channels. The noise was reproduced with arm movements. The patient's implantable cardioverter defibrillator (ICD) was turned off.

Manufacturer narrative:
No medwatch form was received.